Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The patient's ejection fraction (ef) has increased to 60% with lv lead turned off so the physician elected to cap the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: c154dwk implantable cardioverter defibrillator (ICD)  2008-(B)(6), 5076 implantable pacing lead 2008-(B)(6).